Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to not power on. The power inlet module had a blown fuse and showed signs of burning. The power inlet module was replaced and resolved the reported issue. Review of the previous repair record identified the unit was not powering on when plugged into the wall. The power inlet fuse was replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cart would not power on. Per investigation, the power inlet module had a blown fuse and showed signs of burning. There was no harm or delay reported. The event timing was prior to surgery. No adverse events were reported as a result of this malfunction. No further event information available at the time of this report.